Event description:
Account reported several erroneous tests for several pts including total protein, glucose, bun, triglycerides and alkaline phosphotase. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.